Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a loss or change of therapy; the patient stated the urine was coming out of them non-stop, a lot of it and they were not even drinking water. They had adjusted their stimulation up to a "3" and the patient had a major shock so they backed down to 2.9. The patient had some discomfort, but gave it time and confirmed they were no longer feeling discomfort. Despite making the adjustment to the amplitude, the urination was getting worse, they wore two diapers and bed pads every day. The patient called their healthcare provider (hcp) three days ago and the hcp was considering putting a catheter in the patient, however the staff at the office had told them to call a manufacturer representative (rep) first. The patient noted they had ms (multiple sclerosis) for 39 years and they knew their ms was affecting their nervous system and therefore affecting their bladder/bowel. The patient had tried to contact the rep however they were not able to speak to them. Additional information was received from the patient that indicated that the frequent urination was caused by a urinary tract infection. The frequent urination was resolved by the patient taking two 500mg of ciprofloxacin for one week.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.